Event description:
It was reported that during a laparoscopic low anterior resection, the doctor felt that something was wrong in firing. Then, the device was removed from the patient. It was found that the staples a little bit protruded and the target tissue was uncut. The target tissue was regular and clamped properly. A purse-string instrument was used on the anvil side and an echelon 60 loading a gold cartridge was used on the device side. The anvil was set to the device properly with a clicking sound. The indicator was within the green zone at the time of firing. There was no breaking noise that would be heard when the washer was cut was heard. The firing handle was fully grasped but the connected part near the indicator was broken. The device was removed without problem. Another device was used with the first anvil to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) - safety. The analysis results found that the cdh29 device arrived with the washer cut (anvil half only), with 20 staples present and with the safety damaged. It appears that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the washer was cut without the instrument deploying the staples and the evidence that only the anvil half of the washer was returned, it is possible that the returned anvil does not belong to the returned device. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the doctor felt that something was wrong in firing; was the device difficult to fire? Yes. Did the doctor feel that the device fired differently than normal? The device could not be fully fired. The staples that were a little bit protruded were they on the tissue or were they still in the device? Still in the device. Were there any staples seen in the surgical field? No.